Event description:
It was reported that the charger failed repeatedly during a procedure. There was no adverse patient involvement reported. There was not patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated exactly but the charger switch was found to be defective along with the hand control. Charger and hand control replaced. The system was tested and found to be working as intended and placed back into service.